Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed on history files, service records and log file analysis. It was confirmed that the host computer was defective and bypass fluoro mode was available. In the bypass fluoro mode the native x-ray image is available and a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. The siemens service engineer replaced the host computer and the system is working as specified. No further corrective actions are planned based on this nonsystematic event as the spare part consumption of the concerned part is below the defined threshold.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that x-ray output stopped and the image processing system was hung up. The user attempted a system restart to clear the error, however, it was not successful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.